Event description:
Per customer complaints: she states that the guards have both separated in a very short period of time. The first one being about a month and the second about a week. She would like to know why this occurred and what can be done about this. Per customer complaints requested replacement.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.